Event description:
It was reported that while using the bd safetyglide¿ needle. The following was received by the initial reporter: while trying to insert needle in vial, needle immediately broke off at hub with minimal force.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305124 and lot number 1144379. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd safetyglide¿ needle. The following was received by the initial reporter: while trying to insert needle in vial, needle immediately broke off at hub with minimal force.